Event description:
The customer reported the system displayed "motion error", and that the joy stick doesn't respond to any commands. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.